Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, several pop-up windows appeared during device's interrogation. The physician clicked ok on each message until the following message appeared: an invalid argument was encountered. The programmer was tested, after a message asking to reposition the head, the pacemaker interrogation was correctly performed. After a windows reboot, no problem was identified. However, it was impossible to reinstall software version 2.03. The physician then interrogated an ICD, and the previously displayed message appeared. The programmer and the cpr3 head have been changed.

Event description:
Reportedly, several pop-up windows appeared during device's interrogation. The physician clicked ok on each message until the following message appeared: an invalid argument was encountered. The programmer was tested, after a message asking to reposition the head, the pacemaker interrogation was correctly performed. After a windows reboot, no problem was identified. However, it was impossible to reinstall software version 2.03. The physician then interrogated an ICD, and the previously displayed message appeared. The programmer and the cpr3 head have been changed.